Event description:
Philips received a complaint on the efficia dfm100 defibrillator/monitor indicating that the device had problems. Available details indicate that the power switch assembly and the processor assembly were sent to the customer. A good faith effort was made to obtain additional information associated with this complaint evaluation, but there is no additional information available. No further evaluation is warranted at this time. Device remains at the customer site. The efficia dfm100 defibrillator, model # 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.

Manufacturer narrative:
Phone number: (B)(6).